Event description:
Distributer (B)(4) returned 7 shelf cartons each containing a jar with cardiocel patch part number uc0508, lot number m21026-04 (6 cartons) and 1 carton of cardiocel neo uc0508n, lot number m23026-03 to anteris. A customer had inspected the cartons upon recept at the hospital and returned the cartons to the distributor due to indications one of the jars in the cartons containing the cardiocel devices had leaked during transit. Anteris inspected the cartons and product jars. Per the complaint, and upon visual inspection, the seal of one of the cardiocel uc0508, lot m21026-04 jars appeared to be misplaced in the lid resulting in a leak. The jar of the other cartons of cardiocel upon inspection showed no signs of leaking. No patient impact from the leaking jar. Hospital inspected devices upon receipt from distributor per instructions.